Manufacturer narrative:
(B)(6). The customer¿s report that the neutraclear connector nc1 broke was confirmed. Two neutraclear valves were returned; one neutraclear valve (nc1) and a partial broken male luer collar from another neutraclear (nc2). Visual inspection of the set noted the connector appeared to be intact and the partial broken male luer collar therefore does not appear to come from this sample but from a second neutraclear needle-free connector. It was not specified if the broken collar (from nc2) was from the mating component. There were no other anomalies observed. Further examination under magnification observed that the male luer of the neutraclear connector nc1 was intact but the tip was cracked. The root cause of breakage was not identified, as the mating component was not returned for investigation.

Event description:
It was reported that the neutraclear broke during patient use. Although requested there was no further information or details provided by the customer. There was no patient harm.